Event description:
The customer reported that during a pacemaker insertion, a flame appeared near the patient's face while oxygen was in use. The patient was burned on the chest, around the ear and on the top of the head. The burns were described as being second or third degree burns. The patient is currently recuperating in the ICU at the site.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.